Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint evaluation was unable to conclusively verify the complaint as valid. The reported failure was not confirmed as no problem was found.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 excel 36khz straight handpiece was overheating. There was no patient involvement or delay in surgery. The malfunction was discovered during setup and was replaced with a spare handpiece.